Event description:
New information indicates that on (B)(6) 2021, the physician elected to cap and replace the right ventricular (rv) lead. The patient condition was stable

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead. No changes or intervention was performed. There were no patient consequences.